Manufacturer narrative:
The heartmate 3 lvas was implanted during the (B)(6) clinical trial, ide# (B)(4). FDA approval for heartmate 3 lvas was received on 23 august 2017. The gtin unique device identifier for the commercial heartmate3 lvas is (B)(4). Manufacturer's investigation conclusion: a direct correlation between the heartmate 3 left ventricular assist system, serial number (B)(4) and the reported bleeding and pain could not be conclusively determined through this investigation. The patient reportedly experienced hematuria in the ER for 5 days, with a previous indwelling catheter for 4 weeks. The patient underwent a cystoscopy on (B)(6) 2018 to resolve the hematuria. No further issues have been reported at this time. The patient remains ongoing on hm3 lvas serial number (B)(4). The heartmate 3 IFU lists bleeding as a possible adverse event associated with the use of the hm3 lvas. No further information was provided. The manufacturer is closing the file on this event

Event description:
It was reported that the patient present to the ER for hematuria for five days with abdominal distention and pain. Previous indwelling catheter for four weeks due to primary obstruction. The patient had a cystoscopy scheduled on (B)(6) 2018. The patient was hospitalized with urology following and cbi management.